Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/28/2021. H.6. Investigation: a device history record review was performed for provided lot number 2011241. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a problem related to the sliding performance of the syringe could not be detected. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further review. The retained samples were evaluated and no signs of defect were observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. The syringes reported meet all product specifications. H3 other text : see h.10.

Event description:
It was reported that 2 bd discardit¿ ii syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "the customer informs that there has been several defected 10 ml syringes in the same box; the plunger of the syringe is not moving smoothly, hard to move the plunger when giving medication."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit¿ ii syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "the customer informs that there has been several defected 10 ml syringes in the same box; the plunger of the syringe is not moving smoothly, hard to move the plunger when giving medication."